Event description:
A malfunction was reported with the pump after it was accidentally dropped by the user. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no severe impact on their health. Customer technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappears.